Event description:
It was previously reported in MDR report 1644487-2013-01055 that the patient had increased seizures and pain in the vns generator¿s side. The physician believed that this might be due to a batter problem and referred the patient to surgery. New information was received that the patient underwent surgery on (B)(6) 2013 to replace the vns generator but upon spotting fluid inside the vns lead the surgeon performed a full revision. The lead was cut into multiple pieces during explant and was discarded by the site. The device history report was reviewed and no non conformances were found.

Manufacturer narrative:
Lead was performing as intended, but fluid was observed.